Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70 serial number: (B)(6) batch/lot number: 5003694 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier(UDI)#: (B)(4).

Event description:
It was reported that patient had a car accident and leads were dislodged from her implantable pulse generator (ipg) device which was confirmed via imaging. No further information could be obtained despite good faith efforts.